Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing duodenum resection on a total gastrectomy, an error was displayed after clamping the tissue with the cartridge in the max articulation status. The liquid crystal display (lcd) displayed disconnecting a cartridge. The doctor released the device and tried to return the articulation part to neutral position, but the articulation part did not return to neutral position even though the doctor long pressed the open button. The doctor tried to return the articulated part to the straight position manually with the center control button however, the articulated part did not stop at the center position but operated until the max articulation point at the opposite side and then it stopped. After returning the cartridge to a position which was considered as the center, the cartridge was removed from the adapter semi-forcibly. It was stated that the nurse tried to connect the cartridge again, but the cartridge did not fit well into the adapter. Another adapter was used to complete the case. There was no patient injury.